Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and lv lead dislodgement was revealed to be the cause of the event. The device was reprogrammed to resolve the event and the patient was in stable condition.